Event description:
The patient had a l5-s1 fusion and decompression for left leg radiculopathy without complications. While at home in bed 3 days later the patient jolted from sleep due to a loud noise and twisted suddenly. He felt a pop in his back and since then he has felt some popping in his back but no pain down his legs. X-rays showed what appears to be failure of the pedicle screw-rod-set screw junction on the left side at l5. The pedicle screws appear appropriately placed and there is fusion material in the paraspinal gutter, but the set screw appears to no longer be over the left rod at the l5 pedicle. This was compared to the intraoperative films and clearly the rods were long enough, and the set screws appeared engaged. Approximately 3 weeks later, the hardware was removed and replaced. The patient is recovering without any consequences. The surgeon has never had this happen before. He always checks his equipment prior to implant.